Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. On (B)(6) 2017, the device was explanted. The patient was stable after the procedure and did not experience any adverse effects.